Manufacturer narrative:
Due to character restrictions in block e1 event site name- (B)(6) hospital. Initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) top display is blank. There was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name and mail ID), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluated the unit. Upon inspection, the fse confirmed that the unit had physical damage. The display top lcd assembly was replaced, and proper screen functionality was successfully verified following the repair. The unit was returned to the customer in proper working condition.